Event description:
User facility reported that when the device was removed from use with a pt, the user was unable to lock the needle into the safety mechanism. No adverse effects to pt or user reported.

Manufacturer narrative:
Smiths medical has received the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow up report detailing the results of the eval once it is completed.